Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the issue was not determined since product was not returned. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, a kinked cannula with low pump flow after placement of the device. The pump was removed and replaced with no adverse impact to the patient.